Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 471172-16/lot # k10211122-0575) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk0603. The instrument had three uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was blocked and could not be removed from the abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2022 and obtained the following additional information: the instrument was inspected prior to use and there was no damage. The surgeon had the impression of less control over the movements/turning. The surgeon was not aware if the instrument collided with other instruments or other hard material. It was stated that there is a possibility that there was a brief collision between arms or from one of the instrument out of camera view. There was no system alarm during the procedure. The instrument jaws were dislocated, practically perpendicular on the main tube. The instrument had to be removed with the cannula. The system was placed in emergency mode and undocked to remove the instrument with the cannula under vision with a laparoscopic endoscope. The instrument jaws were not clamped on tissue. There was no harm or injury to the patient and no fragment fell. The issue occurred at the end of the procedure. The surgeon performed a laparoscopic look after withdrawal of the instrument to check the abdominal wall for hemostasis. The reporter could not specify the length of the procedure delay. The console time was 110 minutes and total operative time 150 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon on 22-jun-2022 and 11-jul-2022 and obtained the following additional information: they had to take out the blocked instrument by pulling through the abdominal wall. They like to do this under vision and the system was already undocked, so they used a laparoscopic camera. The site was able to see the instrument was in one piece and there were no injuries. The procedure video file was not able to be sent.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a main tube broken. A piece measuring approximately 0.218¿ x 0.080¿ was not returned with the instrument. Additionally, the instrument was found to have a broken grip cable at the proximal end (in the housing). As a result, a loose grip cable is observed at the distal end. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with the exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. Signs of corrosion were found on the instrument bearings. The pitch input disk bearings exhibit orange discoloration. The instrument was also found to have various scratch marks with light material removed from the main tube. The scratch marks were 0.057¿ - 0.162¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.